Manufacturer narrative:
Continuation of d10: product ID#: 97755 serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharge antenna failure; the "no device found" message was seen. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they would keep getting no device found when trying to charge. The patient (pt) said they have to lay on the recharger (rtm) to get a good signal, and they would be charging with a good signal when suddenly the controller could not find the implant, without moving. The pt also said they would sometimes not be able to find the device with only the controller, and said the ins would not be empty when this happened. The pt said the issue had been going on for the last month or so. The pt was currently charging their implant during the call. The pt did not see any damage to the rtm cord, but did mention the rtm paddle gets hot fast. The pt also said the top of the box would get warm, but the rest of the box on rtm cord would be cold. The issue was not resolved. An email was sent to the repair department to replace the device. Patient services reviewed if the issue continued or the controller connecting issue became chronic to call back. No symptoms were reported. Additional information was received from the patient. Pt said after receiving their rtm replacement, it did not resolve their issues. Pt said when they recharge, it keeps losing connection (will say excellent and then have no connection). Pt said when it loses connection that have to restart everything again. Pt said their replacement rtm was still getting warm/the controller was still getting warm and the ins was taking forever to recharge. Pt inspected the controller port and said it looked good. Pt said battery compartment door was hard to get back on, might be a little sticky. A replacement controller was sent to the patient. No symptoms were reported.